Event description:
(B)(4) received call from caregiver requesting to end therapy early as the paramedics were preparing to take the home patient ( hp) to the hospital. There was patient involvement, but patient injury indicated at the time of the initial report not known to be related to treatment. It is unknown what the admitting diagnosis was; it is unknown what interventions were required. The patient outcome is unknown. No further information has been obtained.

Manufacturer narrative:
(B)(4). The device is not available to be returned to the baxter product analysis lab (pal) for evaluation. Should additional information be received a follow-up will be submitted. This international product is distributed outside the u.s. And does not have a 510k number. This incident is being reported as this product is the same or similar to product distributed within the u.s.